Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The physician was advancing the maverick2 monorail balloon catheter when the shaft of the catheter broke. A segment of the distal shaft remained outside of the sheath so the physician was able to remove the remaining segment of the device. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.